Event description:
The customer reported that the insulin pump alarmed and was stuck in the prime loop. The blood glucose reading was 307mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a protruded/loose drive support disk. The device was received with scratched display window, cracked battery tube threads, cracked reservoir tube, and missing end cap sticker.